Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor assembly connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.